Event description:
On (B)(6)2025 the end-user reported that on the same day they experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl. The end-user was treated by ems with intravenous glucose and oral carbohydrates provided by a caregiver. The end-user was not hospitalized and reported no long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.